Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error alarm. The insulin pump continued alarming during self-test. The customer's blood glucose was 222mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
Format history file analysis has confirmed hardware low level failure error alarm due to poor solder joints at u1 ambient light sensor on the keypad assembly. However, the insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump had scratched case, fading serial number label and pillowing keypad overlay.